Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 40115r5016) was chosen for implantation. The patient was under analog sedation. The patient was restless and began to move, causing the mitraclip system to move alot during positioning. After removal of the lock line, the clip detached prematurely. The clip was stable on the leaflets. A second clip was implanted as well to further reduce mr, reducing mr to grade 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
All information was investigated, and the reported premature activation could not be replicated in a testing environment due to the returned condition of the device (clip was implanted and therefore not returned). The reported image resolution poor could not be replicated in a testing environment as it was related to procedural conditions/operational circumstances. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported premature activation appears to be related to procedural conditions associated with the patient being restless and moving, causing the mitraclip system to move a lot during positioning. Image resolution poor is related to procedural conditions associated with imaging being difficult, causing the clip to detach prematurely from the cds. There is no indication of a product issue with respect to manufacture, design or labeling. Correction: section d - suspect medical device: lot number updated to 40115r5104.